Event description:
A hospital in (B)(6) reported via our distributor that the water inside an mr290v vented autofeed humidification turned blue green. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare in (B)(4) and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the water inside an mr290v vented autofeed humidification turned blue-green. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr29v chamber, with blue-green water inside, was returned to fisher & paykel healthcare in (B)(4) for investigation. It was sent to (B)(4) for bacterial testing using the (B)(4). Results: testing conducted by (B)(4) revealed that "the isolated organism has been identified as pseudomonas aeruginosa (99.9%). Conclusion: pseudomonas aeruginosa is a bacterium that thrives in water and moist environment, and commonly found in the hospitals. This bacterium secretes a variety of pigments such as pyocyanin, which is blue-green color. The information received from the hospital and the laboratory test results confirm that the water in the mr290 chamber turned blue-green, during use in the hospital, due to pseudomonas aeruginosa bacterium.